Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple orders were not crossing over, and user was unable to see medications on pyxis.the customer stated that this malfunction caused a delay in dispensing medication to patients.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed into the application server and ran a query to verify that the enterprise server (es) had successfully processed order messages. Health sight viewer (hsv) did not display any critical notices. The customer was contacted, and it was confirmed that the there were no issue in the device. The system functioned as intended after the technical support specialist assessed the device.